Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and calcified left coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged. Promus element plus, mr, ous 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged the whole length, stent struts were pulled and stretched in both distal and proximal direction, over the proximal markerband and over the tip. The maximum stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.